Event description:
It was reported that after a procedural suction moment of the patient, the ventilator stopped ventilating without generating any technical alarms but the low minute alarm was active. The ventilator remained in the prevailing volume control ventilation mode but it was not ventilating. The ventilator was turned off and taken out of service. (B)(4).

Manufacturer narrative:
The ventilator was examined by our field service engineer. It was found functioning normally and the described difficulty was not reproduced. No parts were replaced and it was returned to service. Evaluation of the ventilator logs from the time of the event show that the reported low expiratory minute alarm after the suctioning was followed by a high airway pressure alarm and a low peep (positive end expiratory pressure) alarm. The low peep alarm is generated if three consecutive breaths are under the set lower peep alarm limit and the high airway pressure alarm is generated if the set upper alarm limit is exceeded. The generation of these alarms implies that the ventilator was working and it did not stop ventilating but the cause of the alarms has not been determined. (B)(4).